Event description:
A vaxcel pasv mini port was placed for therapeutic purposes in 2005. Upon difficulty infusing, an x-ray revealed a kink in the mid aspect of the catheter, lateral to the right clavicular head. The kink was originally noted post-placement, but the port aspirated fine. On an unknown date, the catheter ceased functioning and the port was explanted. Upon removal, a fracture was noted in the catheter approximately seven centimeters distal from the port.